Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: safety event took place 1/5 for the bd insyte autoguard bc on our outpatient medical infusion area. 22 gauge needle would not retract. Product was saved. Product: insyte autoguard blood control 22g x 1.0 inch.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain unable to assess the rm documentation.